Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 05/14/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: investigation summary: according to the information received, during a total laparoscopic hysterectomy, the suture was detached from the needle easily during interrupted suturing on the vaginal stump. The product was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code z340h was received for evaluation. Clip off and incorrect marks of the swage area defect could be observed in the sample. The visual inspection concluded that the needle was detached from the suture, the barrel hole was examined under magnification and no remnant suture was noted, the hit of the swage is misaligned causing a short insertion mark at the suture. The functional test could not be performed. The pull-out defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: was the needle removed from the patient during the same procedure? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle easily during interrupted suturing on the vaginal stump. It was not a control release needle. The surgeon opined that he hadn¿t done anything unusual. No adverse patient consequences were reported. Additional information was requested.